Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: >7.5, laboratory inr: 3.2. Therapeutic range: 2.0-2.5. The time between testing was within twenty (20) minutes. Reportedly, the customer was using capillary tubes during sample collection and application. There was no reported adverse patient sequelae. There was no additional information provided.

Manufacturer narrative:
Investigation/ conclusion: the customer reported a discrepant high inratio inr result during testing. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The customer was using capillary tubes during sample collection and application on their inratio2 professional strips. Capillary tubes have not been validated for the use on the product and cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformance's were documented. No further investigation will be pursued at this time. Based on the information available., ther is no indication of a product deficiency. No corrective action is required at this time.